Event description:
Customer's wife reported that the customer passed away. She stated that the customer was wearing the pump at the time of death and death was due to diabetes related complications. No add'l info provided.